Event description:
Boston scientific received information that this patient presented to the hospital. When interrogation the device the svc coil to device vector showed out of range shocking impedances. All other vectors were within normal range. The svc coil was turned off and the device was programmed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon analysis this report will be updated.

Event description:
Additional information noted that this device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.